Manufacturer narrative:
The pod was received deployed. The exposed soft cannula was observed to be kinked. A dent on the bottom housing lined up with damage observed on the reservoir and the cap. Due to the crack on the reservoir, there was an internal leak which caused corrosion on multiple components. The exact cause and timing of the observed damages could not be determined. The pod would not have been able to fill and complete priming to deploy the needle mechanism given these damages, indicating that they occurred post-use. Data was unable to be retrieved as a result of the damages and corrosion. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose between 17 mmol/l and 18 mmol/l (306 mg/dl and 324 mg/dl), while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. As treatment, a new pod was successfully applied.